Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the physician advanced the delivery catheter system (dcs) into the patient¿s vessel and successfully crossed the aortic arch. However, the dcs was unable to advance past the annulus despite multiple attempts. A pre-dilation was performed using a 23mm vasc valvuloplasty balloon. After several more attempts, the physician was able to pass the annulus and existing surgical valve with the dcs. The valve was deployed to the 3rd node and the implant depth was checked. Deployment was continued before reaching the point of no recapture. However, the valve dislodged and could not be stabilized at the desired depth. Despite additional deployment attempts and pacing during deployment, the valve remained unstable and could not achieve the desired height. It was noted that the size of the valve was not correct, as it was sliding during deployment and did not have good contact with the surgical valve. Ultimately the valve was fully released, but was positioned too deep, affecting mitral valve function as confirmed by echocardiogram. Two snares were used to reposition the valve upwards, but during this maneuver the valve dislodged and ended up at the edge of the aortic arch. The valve was unstable at the edge and there was a risk of it moving, so the doctor retracted the valve into the aortic arch to a better position to ensure good blood flow. Finally, after reviewing the situation, the physician decided that a balloon-expandable valve would be more suitable for this case. A non-medtronic valve (29 mm edwards transcatheter aortic valve) was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evprop23-29, serial/lot #: (B)(6), ubd: 02-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was at mid pigtail. After the valve dislodged, the valve moved to the edge of the aortic arch from the ascending aorta side. No measurements of the implant depth were done after the dislodgement. Of note, a confida guidewire was used. Per the physician, there was no anatomical factors that contributed to the valve dislodgement.

Manufacturer narrative:
Updated data: b5 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: gwbc30, serial/lot #: na, ubd: na, UDI#na additional codes img component code. Corrected data: h6 - patient code e062102 is not applicable to this event as mitral regurgitation was not reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images were provided for review. Patient¿s executive summary was not provided for anatomical review. The event refers to an evolut implanted in a previously implanted surgical aortic valve of unknown size and type. Depth assessment prior to final release was not provided thus adequate depth cannot be validated. The images show a valve that dislodged ventricular. Evidence shows the valve was snared and further dislodged to the ascending aorta. The cause of the ventricular dislodgement cannot be determined with the information provided. Of note, as stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.